Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 3.5 x 16 mm graftmaster is filed under a separate medwatch report number.

Event description:
It was reported that initially, no flow was noted, in the calcified, left main artery. Subsequently, a perforation was noted which required treatment with a graftmaster stent. The 3.5 x 19 mm graftmaster stent was implanted; however, extravasation was observed and a 3.5 x 16 mm graftmaster stent was implanted. It cannot be confirmed if the second graftmaster stent sealed the perforation. At some point in the procedure the patient went into cardiac arrest with no return of spontaneous circulation. It was noted that the graftmaster stents did not cause or contribute to an adverse event. Subsequently, the patient died while in the catheterization lab. The cause of death was reported as cardiac arrest. No additional information was provided.